Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator recharger (insr) was not able to power up, stopped working, and had a bad connector starting in 2017. Nothing came up on the insr screen and it would not plug in. The desktop charger cord showed a green light and everything looked fine on the cord. It was confirmed that the insr was not beeping. A replacement insr was requested. The patient had not charged in 8 months and the implantable neurostimulator (ins) was confirmed to be over discharged due to patient compliance. The patient had turned off the implant to save battery and had some pain because the implant was off. It was noted that a trickle charge was performed and a power on reset (por) was successfully cleared. The over discharge issue was resolved. No further complications were reported.